Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and off no power anomaly. Customer's blood glucose level was 203 mg/dl. Troubleshooting for off no power alarm was performed. Customer replaced the device with a new battery and the device automatically went into the rewind process. Troubleshooting for motor error alarm was performed. Customer advised that the device beeped motor error alarm when they woke up in the morning. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.